Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that main half height legacy drawer 4.1 was not being detected on bus. A field service engineer replaced the printed circuit controller module board, reconfigured the drawer, and executed firmware updates, successfully resolving the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system primary drawer 4.1 is unable to open and has failed to recover. The pharmacy dispatched medications, and a nearby unit provided another device for retrieval. There were no reported patient injuries, and no delays were noted. There were no adverse events or injuries reported based on this event.